Manufacturer narrative:
Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was returned dislodged from the sds. The stent implant was stretched and smashed. There was no other damage noted to the stent implant. The balloon had relaxed folds. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. The outer diameter measurements of the stent implant could not be taken due to the stent implants damage. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusion will be forwarded upon completion.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the stent dislodged in the rca during use, and was retrieved with a balloon catheter. Another stent was attempted; however, it failed to cross the lesion. No additional event or patient information is available.